Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the electrode belt had a damaged cable. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval, the dn to rear therapy electrode cable was pulled from the dn. The cause for the pulled cables is strain relief. The root cause of the strain cannot be positively determined, but is likely excessive force placed on the cable. No adverse event resulted from the damaged cables. The last pt to use this electrode belt did not report any deficiencies.